Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appears to be use related. The external segment of a 6.6 fr s/l broviac catheter was returned for investigation. The distal tip of the luer adaptor barb was protruding from the clamping oversleeve just distal to the crimp collar. The crimp collar and luer adaptor were removed from the catheter and the tubing was bisected to examine the hole where the luer adaptor barb was protruding. The hole coincided with the distal tip of the luer adaptor barb. The luer adaptor barb showed no sharp edges or damage. The adjoining surfaces along the breached tubing were noted to be granular and smooth. The printing on the clamping oversleeve was completely worn from the tubing, which indicates that the catheter may have been clamped near the crimp collar. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The product IFU states, ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ no damage or defects related to the manufacturing process was noted on the returned sample.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huye2032 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a " hole was visible where hub joins catheter."